Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was not working, customer changed battery twelve times and insulin pump still did not come on. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer states the display was blank less than 30 seconds and did not returned. Customer states display was blank currently. The customer removed the battery and stated the insert battery alarm did not display on the insulin pump screen. Customer states the contact on the battery cap was neither missing nor damage. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer states the display did not return after insulin pump restart. Customer states the insulin pump has not been bumped or dropped or recently exposed to moisture. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. The battery compartment is corroded. After visual inspection of the unit's interior, did not find any signs of previous moisture damage or corrosion on the boards or motor assembly. (B)(4).